Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was scratched. No additional information was available at the time of this report. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/19/2016 with the following findings: during investigation, there was no defect found. The display lens was not found to be scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up 2: date of submission 06/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/05/2016 with the following findings: during investigation, the battery compartment was found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.